Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that starting about two weeks ago, when the patient would attempt to give themselves a bolus, it would take 4 or 5 minutes to connect since it would lag at 90%. The patient called their healthcare provider (hcp) about it which led a company representative (rep) to call them twice but they did not remember who called them or when. An agent walked the patient through clearing the data and the patient closed all applications. When connecting to myptm (personal therapy manager), the patient got no pump response and the patient said that happened. The patient repositioned the communicator and was able to connect to the myptm app. The patient would call back if issues persisted.